Event description:
It was reported that the customer received a button error on her insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose at the time was 245 mg/dl. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Cracked case at display window corners and minor scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.